Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the amia cassette had a hole in the line. This occurred during use of peritoneal dialysis therapy. The care giver broke down the set up and started over. There was no patient injury or medical intervention associated with this event. No additional information is available.